Manufacturer narrative:
The system's logs were sent to the manufacturer for analysis. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that the system became unresponsive after downloading an magnetic resonance imaging (mr) exam and exiting the embedded dicom q/r page of the software. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.